Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with failed battery test, and battery out limit alarm. The customer's blood glucose level was 199mg/dl. The customer states the device alarmed, after the batteries were changed. Troubleshoot was conducted, and the customer is being sent out a replacement battery cap.